Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. The ra lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Block b3: exact date unknown, new system implanted (B)(6) 2020. This supplemental report is being filed to correct the entry in b5: describe event or problem, h6: patient codes and patient code description and h10: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. The ra lead was surgically abandoned. It was reported that this right atrial (ra) lead was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. All available information indicates that this ra lead remains in service. Additional information indicated that this patient had also an infection. There were no additional adverse patient effects reported. The ra lead was explanted.